Manufacturer narrative:
Ge healthcare was unable to perform a log review of the reported event as the logs were not provided at the time of this report. There is no evidence of equipment malfunction based upon the information the customer provided. The root cause of the reported skin injury was determined to be due to extended fluoroscopy time. (B) (4). A complaint review from (B) (6) 2007 to present was completed for any deterministic effects of radiation. Sixteen events were reported to ge. There was no evidence of equipment malfunction in any of the cases reported. Add'l info from the voluntary report: cardiovascular imaging system. Model# 2224559. (B) (4). Other healthcare professional. The reporter does want their identity disclosed.

Event description:
A customer reported fluoroscopic skin injury following a heart catheterization and ptca (percutaneous transluminal coronary angioplasty). The estimated skin dose was 20.1 gray (gy), during the examination with 89 minutes of fluoroscopy. The pt exhibited skin reddening within 24 hours and at 12 days post procedure had sustained skin reddening. The dose estimate was derived from the machine service logs. Actual table height versus the interventional reference point, conversion of dose-to-air to dose-to-tissue, percent of time in a single location and back-scatter factor were modifying factors. There is no allegation of equipment malfunction. Add'l info from the voluntary report: fluoroscopic skin injury following a heart catheterization and ptca (poba). The estimated skin dose was 20, 100 mgy, which exceeds the joint commission sentinel event reporting criteria. (B) (4) notification was submitted on (B) (6) 2009. The pt exhibited skin reddening within 24 hours and at 12 days post procedure had sustained skin reddening. The dose estimate was derived from the machine service logs. Actual table height versus the interventional reference point, conversion of dose-to-air to dose-to-tissue, percent of time in a single location and back-scatter factor were modifying factors. Dose: 20,100 milligray. Frequency: 89 minutes. Route: fluoroscopy. Dates of use: (B) (6) 2009. Diagnosis: heart cath and ptca. Patient rec'd 325 mg of aspirin, 300 mg of plavix, and a 4000 unit heparin bolus in the emergency dept.